Manufacturer narrative:
H3: updated h6: updated codes evaluation summary: after on-site testing of the system and evaluation of the system logs, it was determined the reported transfer problem was caused by a software error, in which default enabling of syngo and security audit logging filled up the hard drive with files. Syngo and security audit logging was enabled by default, relying on customer site configuration to archive and manage the logs; with this default setting, audit logs could fill the system if not properly managed at the customer site. There was no data loss, and at the time of the reported event the patient exam was read on the system by a resident physician. The system was restored to normal operation for the customer by siemens service with a software reload and backup restore. Additionally, a review of the device history record showed the system passed testing with no non-conformances at the time of manufacture. Although there was a malfunction with transferring data off the ultrasound system, it is unlikely to have contributed to the adverse event. Ultrasound evaluates the health of soft tissue and would not have provided results with enough sensitivity or specificity to change the patient outcome.

Event description:
On (B)(6) 2020, the patient underwent a liver doppler exam in the ICU, with an acuson sequoia ultrasound system, for an acute liver injury. The user was unable to transfer the exam images from the sequoia to pacs. One of the residents read the exam off of the sequoia monitor. The resident reached out to another physician, but it wasn't an attending physician. The attending radiologist was not notified, so there was a 24-hour delay in getting the exam read by an attending radiologist. The patient subsequently expired. The initial reporter at the health care facility stated the cause of death was multi-organ failure due to refractory septic shock (days) and pneumonia. Further investigation is being conducted.